Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the right common femoral artery (rcfa) using perclose proglide devices. Reportedly, four proglide devices were inserted into the rcfa through a 6-french sized access site during suture placement, but difficulty was encountered deploying the needle plungers and when the needle plungers were removed no suture was present on the needles. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 16-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. Reportedly, after completion of the aaa procedure, arteriotomy closure of the left common femoral artery (lcfa) was attempted using perclose proglide devices through a 6-french sized access site. However, difficulty was encountered deploying the needle plungers and when the needle plungers were removed no suture was present on the needles. Hemostasis was achieved of the lcfa with a third proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. However, the reported difficulty deploying the needles was not confirmed. During device analysis the needle plunger was reinserted into the handle resulting in successful needles deployment. Additionally, there were no abnormal observations of the returned device that could have contributed to the reported difficulty deploying the needles. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.